Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2023 to the abdomen, back of arms, and back fat using the elite coolsculpting curve 120 and curve 150 system applicators and on (B)(6) 2023 to the bra fat/back fat using the elite coolsculpting curve 120 system applicators, who may have developed paradoxical hyperplasia (ph) after treatment. Physician noted enlarged tissue volume in the abdomen and bra fat areas.

Manufacturer narrative:
Continued d4 additional device info.: d012022042002 paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode, but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.